Manufacturer narrative:
Technician troubleshoot and found bad check valve assembly. Tech replaced check valve assembly to resolve. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Head section would not go up.